Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the cracked lid. The device was repaired to specifications. The device passed all the functional and electrical safety tests. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. There were no patient infections or scopes with positive cultures as a result of the cracked lid. The oer-pro was not used with the cracked lid and there was no leaking associated with this event. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record confirms the subject device was shipped to specifications. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the lid coming in contact with a scope or hard object. In addition, the device was manufactured over 5 years ago and age deterioration could have been a factor. A review of the instructions for use confirms the phenomenon could be detected as described in 'chapter 3 inspection before use / 3.2 inspection the lid and lid packing' - "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged".